Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and found water condensation in the bellows and expiratory flow sensor. The moisture was cleaned out, and the unit was returned to service.

Event description:
The hospital reported a failure of the bellows to operate as expected, possible loss of mechanical ventilation during a case. The patient was ventilated with a ambulatory bag to finish the case. There was no report of patient injury.